Manufacturer narrative:
The pdm was unable to recognize bg strip insertions due to a bent sensor beam. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately. Checking your blood glucose 7 / pages 79-80. Advises: you should perform a control solution test when you suspect that your meter or test strips are not working properly and when you think your test results are not accurate or if your test results are not consistent with how you feel.

Event description:
It was reported that the patient's blood glucose reached greater than 16.8 mmol/l (303 mg/dl) and that the omnipod personal diabetes manager (pdm) bg meter would not respond when the strips are inserted. No further information available.